Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server the admitted status of the patient was not crossing on the server. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that the one patient admitted status not crossing on the server. A technical support specialist (tss) had been involved, and the issue may have been related to the server restarts that were occurring at that time. To resolve the issue, the site had needed to resend a message that updated the patient status from 'preadmit' to 'admitted.' The following adt (active directory) message types could have been used to make this change: a01 ¿ admit, a04 ¿ register, and a10 ¿ patient arriving. The customer had given permission to close the case. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the admitted status of the patient was not crossing on the server. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.